Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. It was also reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump and had an alternate method available for insulin.